Event description:
The weck sales rep reported the incident in december 2004. The initial report indicated that the surgeon was having difficulty removing the applied clip from the jaws of the applier. Upon further investigation, it was found that medical intervention was required therefore making this a reportable event. Additional info received three days later during a laparoscopic nephrectomy, surgeon had to manipulate jaws to release clip from applier. This caused a small tear on renal artery branch creating minor bleeding. Surgeon was able to repair tissue with application of another clip. No further pt complications has been reported.